Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model eg-2990k is available in the USA with a 510k number k131902. We checked the returned unit and confirmed that the ccd module laser filter lifting. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the u/d and the r/l pulley wires fluid damage, the light guide fiber bundle (lcb) broken, the lcb distal cover glass cracked, the angle wire play, the segment corroded, the ccd driver pcb corroded, the light guide cable crushed, the air/water nozzle deformed, the insertion flexible tube (ift) leak, the light guide cable leak, the objective lens unit scratched, the ccd driver pcb malfunction, the junction case loosened, the lg prong top loosened, the insertion flexible tube (ift) worn out, and the root brace rubber discolored; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report "hr-rpt-0586 (image failure)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.